Event description:
It was reported that the right atrial (ra) lead had insulation damage, low impedance, and oversensing of far field r-wave (ffrw). The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.. Concomitant products: 4068-58, implantable pacing lead, (B)(6) 2001. (B)(4).